Event description:
While the nurse was connecting pca tubing to the 50cc fentanyl syringe, the tip of the syringe snapped off rendering the syringe unable to use. Had to waste the 50cc fentanyl syringe and get a new syringe from the medication pyxis machine. This was the 2nd time this happened in the ICU. Happened about 2 weeks prior. Unknown when and do not have any additional information. For additional information, please contact pharmacy at stamford health.